Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the temperature of the device increased due to dust at the grill, which resulted in the error 101 code. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[3.3 installation of equipment] clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during his morning equipment checks, he discovered that his olympus evis exera iii xenon light source was displaying an e101 temperature error. According to the initial reporter, after discovering the issue, the staff pulled another unit from a different department to use for scheduled procedures that day. There was no patient involvement during this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report the error code. During the call, tac inquired as to whether the ventilation grills were blocked. The customer checked and confirmed that the grills appeared to not have been cleaned recently. He went on to note that he would have his facility biomedical engineer examine the device and clean it to see if that resolves the issue. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.